Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut off on a patient. It was reported there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the significant event log showed that the unit was running on battery for less than a minute then it would shut off. The rse advised the customer to charge the battery overnight and to perform a troubleshoot of the battery by performing a battery test and ensuring that the unit transitions from battery to ac and ac to battery as it should. The customer then called the rse back and stated that they were using a remote alarm cable and provided the event log. The rse discovered code 1101 occurred at the time of the device shutting down in the event log and then code 3007 immediately followed right after. The rse stated that if code 1101 occurs in conjunction with diagnostic code 3007 then no action was required per service manual. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.